Event description:
The device was explanted on (B)(6) 2026, due to the recipient developing an infection; however, the site of infection was not confirmed. It was also reported that the patient was treated with both IV and oral antibiotics, although the specific dates and duration of treatment were not provided. As of the date of this report, there are no plans to reimplant a new device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the date of awareness reported in the initial report [6000034-2026-00116] is incorrect. The correct date of awareness is february 03, 2026, not january 06, 2026. The patient developed infection at implant site and subsequently was treated with two courses of intravenous and oral antibiotics (specific date and duration not reported). The patient was also hospitalized twice (specific dates not reported).